Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument exhibited loss of electrical conductivity. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no thermal damage observed during the procedure. No damage, the electrical conduction of the instrument did not work, by changing the instrument the procedure continued without problem.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is no obvious damage to the conductor wire. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The instrument will be transferred to engineering for the electrical continuity test failure. The complaint was confirmed by failure analysis.